Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient said his reported meter kept reading ER 4 (error 4) even with test strips from different test strip vials. The patient said that he didn't take his insulin because he didn't know his blood glucose reading. He said he skipped 2 doses of 34 units regular insulin and 1 dose of 50 units lantus insulin. The patient started to feel dizzy and passed out. Friends at his group home called ems on the same day at approximately 3:30 pm. The paramedics tested the patient's blood glucose and received a reading of "hi". The paramedics administered "a small dose of insulin" and transported the patient to an ER. A result of 518 mg/dl was obtained in the ER, and the patient was treated with additional insulin. The patient was still in the hospital when he called lfs at about 6:45 pm on the same day. The cca noted that the patient followed correct testing technique, and the meter was used within the specified temperature range. The patient's products were replaced. The complaint is reported because the patient alleges he obtained error 4 messages on the reported product, and as a result did not take 3 doses of insulin. Afterward, the patient claims he passed out and received emergency medical treatment with insulin for a blood glucose level >500 mg/dl.